Event description:
There was extreme pain when the hsg to confirm blockage was done. This pain was only the beginning. Since essure placement, I've developed a multitude of symptoms. These symptoms include.... Cramping, hot flashes, loss of libido, spotting after sex, painful periods, painful intercourse, bleeding between periods, long menstrual cycle, unable to orgasm, urgent and frequent urination, urinary tract infection, itching and stinging of vaginal entrance, breast pain, abdominal spasms/twitching, back pain, joint pain, neck pain, spine pain, severe bloating, migraines, diminished brain function (confusion, brain fog, short term memory loss), mood swings, worsening of depression, ringing in ears, sensation of burning, stinging, or prickling of skin, high blood pressure, allergic reactions, hives/rashes, abcess cysts, skin irritation/itching, swelling of feet, hair loss, inflamed/bleeding gums, loose teeth, insomnia. (B)(4).

Event description:
(B)(4). The hsg was done in (B)(6) 2012. I sincerely feel I should have been given a lot more than just ibuprofen to take before having that done. On a scale of 1-10, my pain was an 8. The other symptoms have developed over time since placement of the essure coils in (B)(6) 2012. The hsg did not confirm that my tubes were blocked and there was no explanation for why the essure failed to block my tubes. I could not afford to have another hsg done 3 months later and have to use back-up birth control.